Manufacturer narrative:
Conclusion: the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result no samples were returned for investigation however the reference samples were visually inspected and tested for click, flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013 patient reported experiencing leaking issues with her infusion sites. Patient stated the leak originated around the infusion set cannula. Patient reported she realized the issue because her blood glucose level was elevated so she checked her infusion site and it was wet. Patient stated her blood glucose level was around 300 mg/dl and she felt sweaty or shaky. Patient reported she changed the infusion site and location to resolve the issue. Patient stated no outside assistance was required. Patient's target blood glucose is 120 mg/dl. Patient stated she hears the audible click when she attaches the infusion set tubing to the infusion site. Patient reported she uses the insertion assist device. Patient stated her blood glucose level is back to normal. Patient discarded the alleged infusion site. The patient did not report needing assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.